Event description:
Event description guidant received information that during a follow-up visit, this pacemaker exhibited missing daily measurements. This pacemaker was included in the low voltage capacitor advisory recently communicated by guidant. Loss of daily measurements is a behavior which may be an indication of capacitor malfunction. There was no known intervention or reprogramming. No adverse patient effects were reported.